Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2010, 439688 lead, implanted: (B)(6) 2011, 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were noise episodes on both the right ventricular (rv) leads, the defib rv lead and the pace/sense rv lead. It was noted that there were non-sustained ventricular tachycardia episodes that were recorded that appeared to be noise. It was also noted that noise appeared to be on egm (electrogram) of can-to-rv coil so the physician extracted both leads, defib rv lead and the pace/sense rv lead, and replaced them with a single coil df4 lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed, andno anomalies were found. Visual analysis of the lead indicated damage at explant. Additionally, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.